Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no unexpected pump reacting on its own during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after a button was pressed for three minutes or longer. It was also stated the buttons were unresponsive. The customer's blood glucose was not known. Nothing further was reported.